Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection of a buretrol blood administration set came apart. The device was connected to the venous cannula. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 UDI #, h4, h6 (update codes), h11. H4: the lot was manufactured september 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed the male luer collar separated and further up on the tubing. The reported condition was verified. The cause of the condition could not be determined. Additionally, retention samples were visually inspected and no obvious issue/damage were detected; the samples were conforming per product specifications. The retention samples were also air/leak tested and no leaks were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.